Manufacturer narrative:
(B)(4). Additional information: result : that analysis results found that only the sleeve of the 2cb5st device sleeve was returned and was observed to be broken. As a result of the returned condition, functional testing was unable to be performed. As each device is visually inspected and functionally tested during the manufacturing process, no conclusion could be reached as to what might have caused the damage observed at analysis. One potential cause for the damage found may be the inadvertent application of excessive force or torque during insertion into the abdominal cavity.

Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Batch # unk. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances.

Event description:
It was reported that during a laparoscopic unknown procedure, it was found that the outer sleeve was damaged when the package was opened. The device was not used for the patient. Another device was used to complete the case. There were no adverse consequences to the patient.